Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8562949.

Event description:
It was reported that the patient had cramping pain. The physician believes the lead was sitting on a nerve. As such, the patient had the lead explanted and replaced. Reportedly, the cramping resolved after the lead replacement. The investigation did not determine which s2 lead resulted in the pain.